Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope, which is a preventive maintenance, with no reported complaint. However, during the evaluation of the device, wear of the adhesive around the light guide lens was observed. There was no patient involvement.